Event description:
It was reported that there was a gradual impedance rise with no variability on the right ventricular lead. An alert had triggered due to high impedance. It was noted that threshold also increased. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a gradual impedance rise with no variability on the right ventricular lead. An alert had triggered due to high impedance. It was noted that threshold also increased. The lead remains in use. No patient complications have been reported as a result of this event.